Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2011-00067.

Event description:
It was reported that, "tibia and femur were revised due to loosening."